Event description:
It was reported that during tubing fill the user exceeded the intended 80-unit mark and observed insulin leakage due to a connector piece not being fully seated, after which the user reseated the connector and resolved the issue through user troubleshooting and education. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, no alarms, and no need for medical intervention. Investigation included call assessment and user education. Investigation of this case revealed user error related to incomplete connector engagement leading to transient leakage. It was concluded that the device functioned as designed once the connector was properly seated and that the event was attributable to user technique.